Event description:
It was reported telemetry data lost and no alarm was given from lost patient data. The patient's device was replaced with a new full battery. Telemetry did the same thing again, no alarms before the curve disappeared. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. The philips remote service engineer (rse) contacted the customer who reported disconnections between telemetry device and the surveillance (central station). The customer confirmed the patient was not moving during the disconnections. The customer was provided a replacement telemetry device to resolve the issue. The rse checked the logs of the device associated with the reported disconnection, and noticed there were problems. Therefore, the device was sent to bench repair for examination and the logs were sent to an internal philips product support engineer (pse) for further evaluation. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the mx40 patient wearable monitor sn (B)(6) indicating no alarm was given when the device disconnected. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) checked the logs of the device associated with the reported disconnection and noticed there were problems with the device. A philips product support engineer (pse) examined the logs and found there was an issue with the mx40. Starting from 20:45 on (B)(6), the mx40 tried several times to reconnect to the central but was not able to or, if it was able, the connection was only short. It was unclear if the mx40 was rebooting every time, as this is not something that is recorded in the log; however, during the reboots, the mx40 would issue a sound. This was noted several times on the log. Several entries in the audit log also indicated audible alarms were played during the time in question. Based on the information available we were unable to replicate the reported problem of failure to alarm. The logs indicate the device was alarming as intended. The reported problem was not confirmed. The device alarmed appropriately when the device was not able to connect to the system. The device worked as designed and configured. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.